Manufacturer narrative:
Journal article: randomized comparison of ridaforolimus-eluting and zotarolimus-eluting coronary stents: 2-year clinical outcomes from the bionics and nireus trials authors: maayan konigstein, pieter c. Smits, michael p. Love, et. Al. Journal: jacc: cardiovascular interventions year: 2020 reference: https:doi.org/10.1016/j.jcin.2019.08.019 there is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The aim of this study was to compare the clinical outcomes between groups treated with a ridaforoli mus-eluting stent (res) and those treated with zotarolimus-eluting stent (zes). Data from 2221 patients was included in the study. Resolute onyx or resolute integrity rx coronary drug eluting stents were implanted in 1,062 of the population with a non medtronic ri daforolimus-eluting stent (res) being implanted in the remaining patients of the population. Dual antiplatelet therapy use was mandatory pre-procedure and for a minimum of 6 months following the procedure. Patients were followed up at 30 days, 6 months and 1 year after the index procedure with a median follow-up period of 736 days post implantation. Clinical outcomes reported in the study population included death (non cardiac and all cause deaths), myocardial infarction, target lesion revascularization (tlr), target vessel revascularization (tvr) and stent thrombosis.